Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Event description:
A hospital in (B)(6) reported: drill bit broke off during drilling. The drill bit 2.0 broke off during drilling over the k-wire in little pieces during the surgery. Trying to fix a little fragment. The little pieces had to be removed out of the patient, but still some pieces are in the patient. Surgical intervention changed into plates and screws instead of im nail. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing documents were reviewed and no complaint related issues were found. Additional evaluation was conducted. The report indicates that the measurable dimensions of the broken drill bits were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1. Unfortunately, the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded and we assume that high applied forces or metal contact caused the breakages. Placeholder.